Event description:
On (B)(6) 2016 (B)(4): information was received from a manufacturer representative regarding a patient receiving fentanyl 80 0mcg/ml for a total dose of 450 mcg/day via an implantable pump for non malignant pain and chronic low back pain. It was reported a motor stall was seen at initial interrogation in (B)(6) 2016. Pump status and/or event logs reported an motor stall occurred and was active. Patient did not recently have an magnetic resonance imaging (MRI). It was noted the motor stall occurred sometime after the last refill which was on (B)(6) 2016. It was reviewed to consider pump replacement or consider programming to minimum rate. Patient reported having had increased pain. No further information provided.

Event description:
Additional information was received from a device manufacturer representative (rep). The initial reporter was a healthcare provider (hcp).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.